Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer shut down some time after it started, and then it was unable to start despite being connected to power. During the incoming visual inspection, it was observed that the programmer was contaminated and in a very poor, dirty condition. It was also noted that the logo button and media bay door were missing. The bezel and handle were cracked. The cord bay and lower brackets were broken. The log files could not be retrieved, and no incoming functional test could be performed due to the condition of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer shut down some time after it started, and then it was unable to start despite being connected to power. No patient complications have been reported as a result of this event.